Manufacturer narrative:
The technician found the patient position sensor was not alarming when the patient would set up. The technician replaced all patient position module sensors to resolve the issue.

Event description:
The account alleged the bed exit function is not functioning correctly. No patient impact.